Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed return instrument test/evaluation (rite) functional test due to failing therapy monitored volume performance specification. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice, the device failed functional testing for volumetric accuracy. The device passed electrical safety analyzer testing. External and internal visual inspection was performed with no problems found. The device failed accuracy confirmation testing when the original piston foam was used. When the test piston foam sample was used, the device passed the accuracy confirmation testing. The inspection of the piston foam revealed deteriorated piston foam and cracked door piston. The device passed temperature verification testing. The root cause of the reported issue was determined to be deteriorated piston foam and cracked door piston. As a result, the piston foam and the door piston were discarded. Should additional relevant information become available, a supplemental report will be submitted.